Event description:
It was reported by service report that the lock tube assembly failed, the fowler bracket was bent and cracked and the j slot bushing was worn. No patient involvement or adverse consequences are reported.